Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1gnxk, product type: lead. (B)(4).

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an advanced evaluation trial patient with an external neurostimulator (ens). Hcp reported aborting the case and removing the lead intra-op because they were unhappy with lead placement. The issue was resolved at the time of this report. Later on that day, the patient reported the evaluation could not be done because of pre-existing arthritis in that area. The information is conflicting so follow-up was performed to determine why the case was aborted. No patient symptoms and no further complications have been reported as a result of this event.